Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device packaging confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: one piece was scrapped from the order per approved processes. No anomalies or deviations were found during the review.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that odense received a product where the package was dirty and broken. Shipping box was ok.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.